Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported right side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified the device to be underweight, and have one extended opening on the posterior. A microscopic analysis was performed which identified one sharp opening on the posterior. A dimension measurement of the shell was preformed which identified the thickness to be within specification. Based on the device analysis the final assessment is one sharp opening on the posterior assessed as and unidentified (tear) opening.

Event description:
Health professional reported right side rupture. Device has been explanted.